Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Surgical intervention took place where the ipg was explanted and replaced to a smaller ipg address the issue. Effective stimulation was restored.